Manufacturer narrative:
Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to a leak in the scope cover unit, the device could not be properly reprocessed and the foreign matter could not be removed. The detection method is described in the instruction manual (B)(4) operation manual 3.3 inspection of the endoscope prevention measures are described in the instruction manual (B)(4) reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the suction cylinder was deformed, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to a cut on the heat shrinking tube of the lock engagement lever the expected insulation capacity could not be obtained, the scope connector cover unit had corrosion due to water leakage, due to wear of the angle wire the play of the up/down knob was out of the standard value, the connecting tube had a scratch, the distal end was shaved, there was corrosion around the elevator arm, and due to annual inspection some parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had possible damage to the suction channel. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the distal end had foreign material or stain, and the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.